Manufacturer narrative:
The device was explanted but not returned. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient developed spinal cord compression shortly after the implant procedure. As a consequence, the device was explanted. The patient has recovered without sequelae.